Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Incorrect test strips returned for evaluation. Most likely underlying root cause: mlc-134-user has low glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated it is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for lo blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo, 47 and 28 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. On (B)(6) 2019, customer was not feeling well (lethargic), so the daughter had taken her to the hospital. Customer's blood glucose test result when at the hospital was in the 20's (daughter was unsure of exact number). The diagnosis was low blood glucose. Customer was given IV (daughter was unsure of exactly what IV was), which brought her blood glucose up to 66 mg/dl non-fasting. Customer was not admitted and was discharged the same day when her blood glucose test result was iin the 100's (daughter was unsure of exact number). No new medications were prescribed. No additional blood tests were performed using the meter. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/29/2019 and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6).